Event description:
It was reported that attempts to interrogate the pulse generator resulted in installed software does not support this device. Emergency vvi programming is available messages. The patient had intrinsic rhythm and was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.